Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. No low reservoir or battery error alarm during testing. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. The buttons on the insulin pump were unresponsive. The insulin pump alarmed low reservoir and button error. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.